Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
The whole brushhead refill comes off the toothbrush while brushing (device breakage). The brushhead refills are loose (device connection issue). No adverse effect (no adverse event). Case description: a female reported while she was brushing with an oral-b power/power toothbrush - rechargeable, the whole oral-b precision clean brushheads came off of the toothbrush. She noted all of the brush heads were loose. The case outcome was no symptoms. No further information was provided. (B)(6) 2014: consumer follow up phone call contact with consumer relations: the consumer reported the product used was an oral-b advance power rechargeable toothbrush type (B)(4). The consumer reported the precision clean brushhead refill does not fit the toothbrush handle. No further information was provided. 30-nov-2014 a consumer follow-up letter to consumer relations: the consumer reported the brushhead slides off and into her mouth and into the sink. No further information was provided.